Manufacturer narrative:
Patient information was unavailable from the site. The device was returned to the manufacturer for analysis. The uninterruptible power supply (ups) was found to have an electrical failure causing the mobile view station (mvs) to become unresponsive. Issue resolved with part replacement. A medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. (B)(4).

Event description:
A site representative reported that, while in a spinal fusion case the uninterruptible power supply (ups) made three beeps and went black resulting in the mobile view station (mvs) to become unresponsive. There was a reported delay to the procedure of less than 1 hour due to this issue. The surgeon opted to complete the procedure without the use of the imaging system. There was no impact on patient outcome.